Manufacturer narrative:
(B)(6).

Event description:
Caller reported advantage system blood glucose results of 234 mg/dl and aviva system result of 123 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.